Event description:
It was reported that the user received high glucose alerts at 265 mg/dl and observed insulin leaking at the connector of the ilet system; the user was underfilling the cartridge with approximately 112 units and was instructed to perform a supply change and proper setup, with replacement supplies shipped. Customer care provided support that included communication with the user and analysis of the information provided. Investigation of this case revealed evidence consistent with a leakage at a seal in the connector/coupler, aligning with a fluid leak device problem localized to the connector component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.